Event description:
Screw head broke. Plate had to be removed and readjusted, causing a 35-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.